Manufacturer narrative:
It was reported that the "customer states while they were rolling with wheelchair, the back right wheel fell out. Upon review, customer states a screw is missing from the frame and they are not able to locate the screw. They are not sure if it was ever there." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that while the customer was rolling with chair, the back right wheel fell out. Upon review, customer states a screw is missing from the frame.